Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product. No medical intervention was necessary for this event. Donor unit # (B)(4). The disposable set is not available for return. This report is being filed due to a device malfunction that has potential for injury.

Manufacturer narrative:
(B)(4). The run data files (rdf) were analyzed. The analysis of the rdf did not find any conclusive cause of the elevated wbc content reported for this collection. No unusual process variable was identified and trima accel operated as intended. It is possible that a sampling, calculation, or other process error may have contributed to the higher than expected wbc content in the platelet product. Based on the available data, it cannot be ruled out that this leukoreduction failure could be donor-related. Investigation eval and corrective actions are in-process. A f/u report will be provided.